Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge displayed 75 units for the past 7 to 10 hours; however, the contact was unsure of how much insulin the cartridge was filled with. The customer's blood glucose level was 200 mg/dl, and was addressed with a manual injection. The contact indicated a new cartridge would be loaded.